Event description:
The reporter indicated that a 12.1mm vtich12.1 implantable collamer lens of -2.00/1.5/058 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise, glare/haloes and blurred vision. The exchange resolved the problem. Cause was reported as unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture and residue on product, in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
B5: corrected to: the reporter indicated that a 12.1mm vtich12.1 implantable collamer lens of +2.00/1.5/058 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a different power lens due to refractive surprise, glare/haloes and blurred vision. The exchange resolved the problem. Cause was reported as unknown. H6 - investigation conclusion code 4310 should have been included in supplemental MDR#1. Claim#: (B)(4).